Event description:
It was reported by the user facility that during home hemodialysis pt education regarding the tightening of all bloodline connections during the set-up procedures, particularly the transducer protectors, one of the pts (identity unk) experienced a saline leak following treatment at the completion of re-transfusion. There was no blood loss or the need for medical intervention of any type during or following this event. There was no report of a serious injury.

Manufacturer narrative:
Investigation is currently on going. A supplemental report will be submitted when complete.